Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 08/14/2017 stating that this rv lead was previously capped on (B)(6) 2015 and had higher threshold at 2.7/0.5. No evidence of fracture or lead impedance problems. No adverse patient effects reported. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).